Event description:
It was reported that during a procedure the device clamped on the vessel and would not open. The cord was cut on the device and the jaws opened. Another device was used to complete the case. There was no patient injury. Additional information was requested, but additional information was not available.

Manufacturer narrative:
The device was not received by the manufacturer as of the date of this report and was reported to be discarded by the user facility.